Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient with mild hemolysis. No other cause for hemolysis other than pump thrombosis. Additional information also included indicated: heart failure: yes. Event confirmed: y. Device malfunction: n. Prothrombotic states: yes.

Manufacturer narrative:
The evaluation of the lvad confirmed the presence of a deposition in the outlet stator. The evaluation revealed a red/white, soft deposition. The deposition was not adhered, lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. Contact marks were present on the outlet portion of the rotor indicating that the deposition was present while the pump was supporting the patient, although a duration in which it was present in the pump could not be determined. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, its presence could have also contributed to the patient¿s elevated lactate dehydrogenase (ldh). Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had a pump exchange due to thrombus. The patient presented with elevated ldh. The patient was given heparin drip and fluids. The patient was on warfarin with a goal of 2.8-3.2 and the inr at the time of exchange was 1.5.